Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low-speed, pump stop and driveline fault alarms. Based on complaint history and similarly reported events, the low speed, pump stop and driveline faults are consistent with damage to two or more wires in the patient¿s driveline; however, a specific cause could not be determined through this evaluation as no product was returned for evaluation. The submitted log files contained data from (B)(6) 2021 at 00:06:47 and from (B)(6) 2021 at 16:32:18. Throughout the captured data, pump fixed speed was set at 8600 revolutions per minute (rpm) with a low-speed limit of 8200 rpm for the duration of the captured data. On (B)(6) 2021 there were numerous captured events where the pump speed dropped below the low-speed limit and stopped resulting in 36 motor stopped flags active, 50 low speed hazards, 72 low speed advisories and 51 low flow hazards. The low speed and pump stop events occurred while the patient was supported by 14-volt lithium-ion battery power. The low speed and pump stop events were associated with elevations in power and calculated flow, as high as 22 watts and 9.6 liters per minute (lpm) respectively. The captured data was filled with yellow wrench advisories that were associated with driveline faults. The driveline faults appeared to be due to an issue with the wires in phase 2 (black and brown). Excluding the low speed and pump stop events, the pump operated at or above the low-speed limit. The account submitted x-rays of the patient¿s driveline. There were no areas of concern on the patient¿s driveline. Per additional information from the tech team, at present, the technical service team is unable to travel to turkey due to covid restrictions. It was recommended that the patient should be supported by a non-grounded patient cable due to apparent short to shield until the patient can have a pump exchange or transplant. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook rev. C are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. Address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to nonspecific alarms when tried to connect to the power module. There were frequent pump stops with low flow alarms. The patient connected to batteries and but a few pump stops reoccurred on 17jul. Log file analysis and chest radiograph confirmed short to shield. The patient was put on nongrounded cable pending pump exchange or heart transplant. The patient experienced driveline fault events 23jul to 27jul.